Event description:
Device was returned for repair only. Upon receipt, it was noted that the inner tip was missing. Contact with hosp confirmed that no known malfunction or surgical incident had occurred associated with this device. However, because the hosp can not answer as to how and when the instrument broke, or as to the location of the missing piece, co is taking a conservative approach and filing.